Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door 2 failed due to the deteriorated micro switches within the latch assemblies. A field service engineer replaced the micro switches to resolve the issue. The customer was then able to do an inventory for door 2. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced an issue in which the tower door was stuck. The customer stated this malfunction occurred while issuing medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.